Manufacturer narrative:
Additional information has been received regarding ngp early battery depletion recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. The pump passed the active current measurement however, the pump alarmed pump error 75 during the self test, failed the sleep current measurement test (high current), and alarmed pump error 25 during testing. The pump also experienced an unexpected, unsafe shutdown after the battery was removed. Upon subsequent power up after the unsafe shutdown the pump alarmed pump error 68, pump error 49, pump error 23. After saving the time and date, the pump displayed an "active insulin cleared' notification. The trace and history files were successfully downloaded using thump. The pump was cut open to perform a visual inspection. Found the internal lithium back-up battery connector was not fully plugged (seated) into the j6/pcba1 connector properly. Plugged the j6/pcba 1 connector and powered up the pump. The pump successfully passed the self test and the sleep current measurement (.586 ma), verifying that the disconnected internal lithium back-up battery connector was the cause of the pump's testing failures. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, stained keypad overlay, cracked battery compartment at the corner of the belt clip rails, and pillowing keypad overlay. Unexpected battery power loss, pump error 23 alarm, pump error 25 alarm, pump error 49 alarm, pump error 68 alarm, and pump error 75 alarm are all confirmed due to the internal lithium back-up battery connector was not fully plugged (seated) into the j6/pcba1 connector properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 23-post-reset ram crc alarm and power loss alarm. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Customer received multiple power loss alarms when batteries were out of the pump less than 10 minutes. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.